Event description:
Pump declared a cartridge change error, and there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to load process with two new cartridges before calling technical support, but the issue persisted. Technical support assisted in filling and loading a new cartridge, but loading onto the pump was unsuccessful. Technical support referred the customer-to-customer support for further troubleshooting.